Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. The medical records allege that the patient with myasthenia gravis underwent removal of two previously implanted apheresis ports, the first placed through the left subclavian vein and removed due to nonfunction, and the second placed through the right subclavian vein and removed due to difficulty with access, after which a new implantable apheresis IV port was planned. During this procedure, ultrasound guided right internal jugular venous access with central venography demonstrated complete occlusion of the low right internal jugular vein with enlarged collateral veins, and an attempt to recanalize the occlusion with a hydrophilic wire was unsuccessful. Attention was then directed to the malfunctioning right subclavian apheresis port, which was dissected free and removed, a stiff hydrophilic wire was advanced through the catheter tract into the inferior vena cava to allow placement of a new 9.6 french catheter attached to a new bard powerflex apheresis port, which was returned to the pocket in a more superficial location to improve access. The left subclavian port was also removed, and the patient tolerated all procedures without immediate complications. Approximately six days later, the patient developed bilateral pulmonary embolisms without right ventricular strain and acute hypoxic respiratory failure, which subsequently improved. Around the same time, the patient developed mssa bacteremia traced to the chest port, which was removed, and subsequently developed right ankle septic arthritis requiring incision and drainage. Approximately three days after this, the patient was again admitted with sepsis, and multiple blood cultures were positive for staphylococcus aureus. The recently placed right infraclavicular port was found to be associated with a turbid, fluid filled subcutaneous pocket without encapsulation, and the port and catheter were removed with cultures obtained and the pocket packed. In contrast, the left infraclavicular port was well incorporated within an organized capsule with no fluid or evidence of infection; this port and catheter were removed through layered dissection, hemostasis was achieved, and the wound was closed in standard fashion. The patient was transported to recovery in stable condition. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, following a port placement, the port allegedly was not functioning. It was further reported that on (B)(6) 2022, the non-functioning port was removed. There was no reported patient injury.